Event description:
On insertion, the wire was put through the needle, would not advance. Tried to remove wire, did not come out. When the needle and wire was removed, the wire uncoiled. When pulled on it was stuck. Needle came out. Wire taped to patient and ir called for removal. Was successful. The wire was from a microintroducer kit.

Manufacturer narrative:
This complaint is confirmed. As evidenced by the sample returned it appears the guidewire has been damaged through use. The complaint sample received shows the outer coiled wire to be stretched and severely elongated. The center core wire to be stretched and severely elongated. The center core wire has severed from its distal weld tip. It should be noted that the distal weld tip is missing from the complaint sample and was not returned for evaluation. The guidewire has fractured due to excessive tensile stresses. No manufacturing defects were noted on the wire or the catheter. At this time, the mechanism of damage is undetermined. The product IFU states "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.